Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-399a, mmt-1884. Troubleshooting was performed and insulin exits during therapy. No harm requiring medical intervention was reported. Product return requested for mmt-332a. Customer declined to return or is unable to return. No product return is required for mmt-399a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool several no delivery alarms on (B)(6) 2024 at 02:13:13.000 until (B)(6) 2024 at 15:28:29.000. On (B)(6) 2024, no delivery triggered several alarms at 02:13:13.000 until 22:23:03.000 during bolus and basal. On (B)(6) 2024, no delivery triggered several alarms at 00:54:31.000 until 15:28:29.000 during bolus and basal. Pump was cut open to perform visual inspection and found moisture damage on motor and battery compartment. Unit may have had an intermittent failure not detected during our testing. P-cap locked in place properly during testing. The following were noted during visual inspection: corroded battery tube and scratched case. In conclusion, customer concern for insulin flow blocked was not confirmed during testing. Exposed to moisture confirmed due to dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.